Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was over 100 mg/dl and the sensor glucose was 70 mg/dl at the time of the incident. Customer¿s current sensor glucose value: 170 mg/dl. Current blood glucose value: 210 mg/dl. Customer reported that insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event: 70. Threshold/low suspend limit in sensor settings: 70. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated he also got a reading of sensor glucose of 70 mg/dl and blood glucose was 130 mg/dl. Suspend on low 1st event customer stated he had a blood glucose 150 mg/dl and sensor glucose 110 mg/dl. The sensor will not be returned for analysis.